Event description:
Livanova deutschland received a report that the knob of a scpc pump was not working during a procedure there is no report of any patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H10: livanova deutschland manufactures the sorin centrifugal pump system with tubing clamp. The incident occurred in USA. Biomed tightened and tested the device. Additionally a livanova fse verified the panel: scp panel was opened, all connections checked and tightened sae to proper torque, 2.8nm. Livanova tested with a flow meter and all tests passed. System returned for use. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H11: complaints database analysis revealed no similar event since unit installation in 2019. Based on collected information, it cannot be ruled out that the reported event was caused by the knob which became loose over time. The wearing of electro-mechanical devices can be originated by the specific use condition at customer site that may have contributed to the event. However, there is no concerning trend for this kind of failure.

Event description:
See initial report.